Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation types, investigation findings, investigation conclusion, component code), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) internal communication error. Alarming high pitched beep. There was patient involvement however, no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states,when running the unit, within three hours error code pops up with ¿internal communications error¿. No stored faults in the system. Initial trouble shooting was reloading with b.17 software. Calibrated transducers, 30psi calibration and helium calibrations completed. Customer had unit running in biomed shop for three hours and was prompted with ¿internal communications error¿. Spoke to trainer (B)(6) and fsm (B)(6), and was informed it is a known issue for the executive board to freeze and not store the internal fault. Executive processor was still within the 90 day warranty period. Ran unit for an hour and a half. Replaced executive processor board. Loaded software b.17. Performed transducer calibrations and helium calibration. Ran remaining tests. Informed the customer to let the unit run on the balloon the remainder of the day and to run again next business day,

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) internal communication error. Alarming high pitched beep. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (medical device problem code, type of investigation), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states,when running the unit, within three hours error code pops up with ¿internal communications error¿. No stored faults in the system. Initial trouble shooting was reloading with b.17 software. Calibrated transducers, 30psi calibration and helium calibrations completed. Customer had unit running in biomed shop for three hours and was prompted with ¿internal communications error¿. Spoke to trainer mike and fsm darrell, and was informed it is a known issue for the executive board to freeze and not store the internal fault. Executive processor was still within the 90 day warranty period. Ran unit for an hour and a half. Replaced executive processor board. Loaded software b.17. Performed transducer calibrations and helium calibration. Ran remaining tests. Informed the customer to let the unit run on the balloon the remainder of the day and to run again next business day. The failure analysis and testing dept. Received part with a reported unit failure of an "internal communications error" after pumping for 3 hours. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the procedure. Ran the unit for 3 hours and the error message did appear. Confirmed the reported failure. Sending the board to the supplier for failure analysis per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had an internal communication error. Alarming high-pitched beep. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.